Manufacturer narrative:
No product was returned to assist in our investigation. However, we are aware of the potential for this type of situation to occur. Our instructions for use (IFU t-kcfn1203) for this product states: "possible allergic reactions or access site infection should always be considered." We also caution: "a sterile inflammatory response possibly associated with the use of this product in conjunction with latex and powdered, non-latex based gloves, has been reported with the use of this product.

Event description:
The information provided stated that, the patient had radial artery cannulation for coronary angioplasty. There is non-healing granulation tissue around the puncture, biopsy giantal grannulation reaction. The patient required excision biopsy.